Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2009; 5076-58 lead, implanted: (B)(6) 2010. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was explanted due to an associated product. The lead was analysed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.